Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and the information provided, the customer allegation was likely due to breakage of the plug unit. Causing no image. It is also likely due to electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had no image. The issue occurred during set up. There were no reports of patient harm.